Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information received: the device was used on the transverse colon. Bloody discharge was observed, but since it was transverse colon, it is not possible to do endoscopic treatment/observation. Bloody discharge has not stopped as of the day after the surgery. The sales rep is confirming how is it after that day. The device had no problem during use. A hemostatic agent was used to treat bloody discharge. The surgeon commented that it is unknown why bleeding occurred. Additional information was requested, and the following was obtained: where was the bleeding coming from? From the transverse colon. Where was the stapler fired? The transverse colon. What was the indication for the procedure? The device was used to close colostomy. Before this procedure, the colostomy was performed in the procedure for rectum cancer. Dr. Commented that there was no problem of use of the device. What was the procedure? The closure of colostomy. Where was the device used? The transverse colon. On what anatomical structure was the device used? The device was used for feea. Was the patient diverted? No. Where was the bloody discharge identified? No further information is available. How was it addressed by hemostatic agent? No further information is available. Any blood product administrated? No. What is the current patient status? August 25, night: the melena occurred, the hemostatic agent was used. August 31: the melena stopped. September 1: the patient started oral intake. The patient is planned to discharge on september 6. Additional information received: during a colostomy closure, the device was fired at the firing of feea after the surgery for the rectal cancer. The procedure was completed with no problem.

Event description:
It was reported that during a colostomy, the device was fired at the firing of feea. The procedure was completed with no problem. At the night of the surgery, bleeding occurred. A hemostatic agent was used to stop bleeding. No further information is available.